Event description:
Please refer to the initial report.

Manufacturer narrative:
The electronic log file was available for investigation. In contrast to what was initially reported, the serial number of the affected device is (B)(4). Based on the information stored therein the reported event could be confirmed. The savina detected a temporary deviation related to the picture displayed on the screen. A corresponding error df99.1224 was recorded in the log file. Such deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. During such restart the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the deviation is corrected by this reset (reversible) savina will continue ventilation with last settings after not later than 12 sec. The device behaved accordingly in this particular case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started - results will be provided in a follow-up report.

Event description:
It was reported to dräger that - after approx. 2hours of use without problems, the devices suddenly alarmed and ceased to ventilate. The ventilator was replaced immediately. It was explicitly mentioned in the report that no patient consequences occurred.